Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. It was reported that the rubber strip over display has loosened and gone. It was reported that the multiple pump error alarms were displayed before the open book image was displayed on the screen. Customer stated that insulin pump got an open book image and unable to turned that off. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch therefore, unable to download and verify pump error 23, pump error 3, pump error 68, and pump error 49. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.